Event description:
Information received that the brakes were not locking at foot end of gurney when brakes system is engaged, gurney still moves. No injury reported.

Manufacturer narrative:
Bed located in warehouse. Technician found the brakes were not locking at the foot end of bed. When brakes were applied the bed would still move. Replaced the both of the foot end casters to resolve this issue.